Event description:
Philips received a customer report that when images reconstructed with o-mar (orthopedic metal artifact reductions) are sent to the philips pacs system, there is no label or indication that omar was utilized for reconstruction. There are no report of misinterpretation or mistreatment of a pt associated with the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).